Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysus showed that the allegation with this lead was not confirmed. Further, the lead passed the electrical testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a triscuspid anomaly. Further, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a triscuspid anomaly. Further, this rv lead was explanted. No additional adverse patient effects were reported.